Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found collet contaminated in the reported problem area of the pipette assembly. Collet position 6 was replaced and sleeve was cleaned. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.